Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/30/2018 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time. Note: manufacturer contacted customer on 5/21/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 110 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 184 and 174 mg/dl using true metrix air meter. The test strip manufacturer's expiration date is 5/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).